Event description:
It was reported that 4f sl powerpicc solo inserted on the 2nd august and split on the (B)(6) (5 day dwell time). It was flushing with resistance, so no force was applied with the flush. It went for an xray to check position then it was altaplased and it started leaking from under the securacath. PICC was removed. Small hole directly under the securacath. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a split is confirmed but the cause is unknown. The product returned for evaluation was a 4fr sl powerpicc solo catheter. The returned product sample was evaluated and a kink impression with a longitudinal split was observed at the 6cm mark on the catheter body. No specific evidence was seen during the investigation which supported a specific root cause for this event. The damage location suggested that catheter securement, access and maintenance techniques may have contributed. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that 4f sl powerpicc solo inserted on the 2nd august and split on the 7th august (5 day dwell time). It was flushing with resistance, so no force was applied with the flush. It went for an xray to check position then it was altaplased and it started leaking from under the securacath. PICC was removed. Small hole directly under the securacath. No other information was provided.